Event description:
Report received from abbott int'l affiliate (abbott france) of an over-delivery of narcotic related to improper loading of the cassette into the pump. The report states: "the nurse saw that the morphine infusion was directly connected to the pt. Around 15mg of morphine was infused. The pt was sleepy and had a respiratory rate around 7 to 9/min. The device has been de-connected. There was no alarm. The nurse saw that the cassette was not well plugged in. The reporter thinks there should be an automatic test to be sure the cassette is well plug in before the program can start." There was no pt specific info provided. Further info was obtained from the customer upon query. The IV flexible container had 50mg of morphine in an unspecified volume of fluid. The pump was programmed in the bolus only mode and was "on" and started, but the pt had not yet requested a bolus dose be delivered. "As the cassette was not plugged-in, the solution was freeflowing." The reported estimated the quantity of morphine infused was 15 mg over an unspecified period of time. No medical interventions were required for the pt. No further info was provided.